Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation front panel disappearing was not confirmed. The device evaluation found an alarm was generated and the device could not start due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, after turning on and selecting the mode, the panel of the high flow insufflation unit has a black screen. It was reported that there was no delay or intended procedure. Subsequent procedures were completed using a similar device. There was no harm to patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the alarm was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.